Manufacturer narrative:
Correction: h6: eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that, while attempting to take measurements after connecting the implanted lead to the implantable cardioverter defibrillator (ICD) device, the image on the programmer's monitor suddenly changed. It was noted that the parameters page was initially displayed, but then switched to the emergency page autonomously. The cancel button was immediately pressed to prevent any impact on the patient, and the programmer was subsequently turned off. It was observed that no autonomous movement of cursor and no autonomous activation of on-screen features and no unexpected/poor response to finger touch was also observed. It was noted that the liquid crystal display (lcd) was flickering when touching the touchscreen and when the display is moved. It was further noted that the stylus tip was bent, however the stylus was working correctly. Additionally the bezel has a crack in the upper left corner near the mounting hole. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while attempting to take measurements after connecting the implanted lead to the implantable cardioverter defi brillator (ICD) device, the image on the programmer's monitor suddenly changed. It was noted that the parameters page was initially displayed, but then switched to the emergency page autonomously. The cancel button was immediately pressed to prevent any impact on the patient, and the programmer was subsequently turned off. No patient complications have been reported as a result of this event.